Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® serum plus blood collection tubes, stopper pop off was seen with one (1) tube resulting in sample leakage during transport. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® serum plus blood collection tubes, stopper pop off was seen with one (1) tube resulting in sample leakage during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of (B)(4) were sent for appropriate functional tests, with 5 out of these (B)(4) showing issues in the functional test. All process and final inspections were within specification limits. No definitive root cause from the manufacturing process has been identified as a contributor to the reported defect. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4281529, for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.